Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was displaying a scope communication error when connected to multiple processors during setup/inspection prior to clinical use. The exact error code they received was not specified.there was no patient involvement.